Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2308788 d4. Medical device expiration date:29-feb-2024 h4. Device manufacture date: 04-nov-2022 d4. Medical device lot #: 3009533 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 09-jan-2023 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® cat plus blood collection tubes the user noted fibrin clots within an unspecified number of tubes. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred retention samples from bd inventory for lot 3009533 were evaluated by visual examination and no issues were observed relating to additive abnormalities that could lead to fibrin, as all samples met specifications. Retention samples for lot 2308788 were unable to be visually inspected due to the tubes being expired at the time of investigation. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® cat plus blood collection tubes the user noted fibrin clots within an unspecified number of tubes. No health impact or consequence reported.